Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. If additional information becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm on the homechoice (hc) during drain 1. The home patient (hp) stated that two nights in a row, he got this alarm during drain 1. The hp stated that he did not disconnect from the hc. There were no leaks detected and unused lines were clamped. The hp stated that he shut the hc down for about an hour; then restarted it using the same supplies. The technical service representative (tsr) explained that the set up was compromised and advised the hp to notify his nurse. The hp contacted baxter again and stated that something was wrong with the cycler. Product surveillance spoke with the hp's nurse on (B)(6) 2011 regarding the air in line alarm. The device was swapped. Product surveillance contacted the patient's nurse on (B)(6) 2011. The nurse advised that she had just gotten off of the phone with the hp, who told her that the problem was with the cycler. The nurse said the hp was coming into the clinic this afternoon. No patient injury or medical intervention was reported. This is report 3 of 3.